Event description:
It was reported that during a gastroplasty procedure, the device fired staples that did not form properly. The procedure was completed by manual suturing. There was no patient consequence.